Event description:
It was reported that the patient called the cardiology office stating that they felt light headed and dizzy. Upon interrogating the device in the office, it was suspected that the right ventricular (rv) lead had become dislodged. R wave sensing was poor, and consistent capture was unable to be demonstrated at maximum outputs. An x-ray confirmed that the lead had pulled back from its original implant position. Upon attempting to reposition the lead, it was noted that the helix mechanism of the lead was inoperable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).